Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they removed the sensor from the body and it did not had the sensor cannula in it. The customer¿s blood glucose level was 91 mg/dl. The customer stated that they pull the needle out and it was hard to pull out. The insulin pump will not be returned for analysis.